Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the surgery delayed? What tissue was being sutured when the event occurred? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Did the patient experience any adverse events?

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2025 and suture was used. During the procedure, the medical staff performed suture knotting operations, and the suture broke, resulting in an unsmooth surgical suture process that could not proceed according to the preset rhythm, directly extending the total surgical time. After the incident, medical staff promptly adjusted the operation or replaced the suture to ensure the smooth completion of the surgery. Strengthen postoperative care of the surgical incision, closely observe whether there is redness, swelling, exudation, delayed healing, etc. Of the incision. Adverse events have improved. After adjusting the operation or replacing the suture, the surgical suture progressed smoothly until the surgery was completed on the same day. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Corrected data: g1, d4, h11. Lot number not correspond to actual product code. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained via: how long was the surgery delayed? What tissue was being sutured when the event occurred? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient¿s treatment altered in anyway due to the prolonged surgery time? If yes, please explain. Was the post-operative care changed due to this event? Please specify. Did the patient experience any adverse events? --received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown.